Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to high shock impedance and high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional event details were unsuccessful. According to our resources, the lead remains actively implanted. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.